Event description:
The or technician/lvn reports that the intraocular lens would not unfold after insertion resulting in a crease on the lens. Enlargement of the incision was required to accomodate removal and replacement of the lens. Additional info has been requested.